Event description:
Customer reported via phone, the o-ring in the reservoir was not in place which caused the insulin to leak into the reservoir compartment. Customer's blood glucose was 600 mg/dl and was in the hospital where he was diagnosed with diabetic ketoacidosis. Alarm history on the device was reviewed and it had alarmed low reservoir, no button error alarm was noted. Self-test was performed and the device passed. Customer mention the act button on the insulin pump wasn't working. All of the other buttons click when pressed except the act button. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis. Customer was at the hospital during troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.